Event description:
Customer reported issues with the insulin pimp. Customer states that there is a button error alarm. The blood glucose reading is 257 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad traces. There was no button error alarms noted. The insulin pump was received with the block feature turn on, unable to turned off and test pump due to unresponsive up arrow button. The insulin pump was unable to perform excessive no delivery test due to keypad anomaly. The insulin pump was received with cracked case at display window corners and battery tube threads. The unit was received with minor scratched display window.